Event description:
The patient event was reported to caldera medical by an attorney. Patient was implanted with desara on (B)(6) 2011 by dr. (B)(6) at (B)(6). Caldera products have not been identified in the documents provided, however as a precautionary measure, caldera medical is filing this report.